Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath in the left common femoral artery). Time of deployment was 15:00 with onset of symptoms of a retroperitoneal bleed (drop in blood pressure/vasovagal response) at 16:00. Compression was held and the event resolved with no further complications noted.